Event description:
Same case as MFR report #: 2134265-2011-03140. It was reported that during a stenting treatment procedure, thrombosis and removal difficulties occurred. The procedure treated a graft to the right coronary artery. A filter wire ez was deployed with no issues. Treatment pre-dilated the target lesion with a 2.0x15mm maverick balloon and placed a 3.5x20mm ion stent inflated to 12 atm's. At this point slow flow was noted. A filling defect which was a large thrombus, presumed to be present before the procedure, was knocked off and caught in the filter basket. The retrieval sheath was advanced to remove the filter wire ez, but the basket could not be completely collapsed due to the large thrombus. Then everything was removed as a unit back through the implanted ion stent and additional pictures revealed the flow was fine. However, the ion stent length had changed, it had accordioned. The stent was post dilated with a 3.5x12mm quantum balloon and multiple angiographic views noted good final results. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).